Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (treatment event) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. There is no indication that the open resistor caused or contributed to the inappropriate treatment event. Device manufacture dates: monitor sn (B)(4): 5/8/2015 electrode belt sn (B)(4): 12/6/2011 additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use. The response buttons were pressed intermittently during the event but not during the treatment sequence that resulted in the defibrillation shocks. The response buttons functioned appropriately. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was supraventricular tachycardia above the treatment threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4). The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of eighteen shocks. It was reported that the patient was unconscious at the time of the event. Supraventricular tachycardia (svt) above the treatment threshold contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were pressed intermittently during the event but not during the treatment sequence that resulted in the defibrillation shocks. The response buttons functioned appropriately. The patient was taken to the hospital after the treatment event. The patient's physician has decided to end use of the lifevest.